Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 06:58:36 with drain volume of 2663 ml during cycle 3. Fill volume is 1400 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but it was not duplicated during the pal evaluation. No failure or malfunction was identified during the pal evaluation that could have caused or contributed to the iipv. The cause of the iipv was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device met specification for the iipv. This issue is being investigated through a CAPA.